Manufacturer narrative:
The unit has not been evaluated by a stryker representative. Once the eval has been completed, a follow up MDR will be submitted.

Event description:
It has been reported that the epic frame dropped below normal low height all the way to the ground. The rep reported that this damaged multiple parts including the base shroud.